Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 35 mg/dl. No symptoms were reported at the time of the incident. The customer was treated for the low blood glucose with carb intake. The customer stated having issues with low blood glucose because of the sensor. The customer also reported physical damage on the insulin pump. Troubleshooting was provided. The insulin pump will return for analysis. The customer did not have the auto mode feature activated at the time of the incident.

Manufacturer narrative:
Device passed displacement test and self test. Device was communicated properly with guardian three link and glucose sensor simulator. Device was received with scratched case. The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
Incident date has been changed to (B)(6) 2018.